Manufacturer narrative:
The device was returned and evaluated. Crystal-like residues were seen on the posterior side of the iol. The trend analysis is considered acceptable with the product performing within anticipated rates. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported one day post implant of an intraocular lens (iol) into the left eye (os) in a combine cataract and migs procedure. The iol appeared to have drop like condensation on both the anterior and posterior surfaces, developing further opacifications on the posterior surface of the iol over the course of the first post-operative week. At three weeks post op, the patient's anterior chamber (ac) inflammation was resolved, but the patient was unhappy with the visual outcome stating it was foggy and glare inducing. A successful lens exchange was completed approximately six weeks post implant using a different model iol. The patient's outcome is fair and stable. Additional information was requested, but not received.